Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event - estimated. Date of implant - estimated. There was no reported product deficiency. The reported patient effects of hypertension, neurological deficit/dysfunction and death are listed in the xact instructions for use as known potential adverse effects associated with the use of the device. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that during the procedure a xact stent was placed, and the procedure was a success; however, three days post procedure the patient expired. The cause of death was reported to be cerebral hyperperfusion due to unmanaged hypertension post procedure. No additional information was provided.